Manufacturer narrative:
G4: 11aug2020; b4: 19aug2020. Information was received that the service engineer (se) inspected the device and replaced the battery. Reportedly, the ventilator had a battery failed alarm. After the battery replacement the unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19jun2020.

Event description:
It was reported that the ventilator had a battery failure. Additional information about the event has been requested. There was no patient involvement.